Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic for a normal device check. Upon interrogation, the ventricular lead exhibited oversensing due to noise. All other electrical measures were normal. On (B)(6) 2017, the lead was capped and replaced. There were no complications of the patient.

Manufacturer narrative:
(B)(4).